Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The following information was requested, but unavailable: what were the indications for surgery? Were there any difficulties with the device intraoperatively? What color reload was used? How was the leak detected? Were there any staple formation issues identified throughout the care of the patient? How was the leak repaired? What is the current patient status? Response: I am sorry, but the customer does not have any additional information.

Event description:
It was reported by the sales rep that the doctor performed a hand assisted right hemicolectomy on a patient and created the anastomosis with a tlc75 stapler, performed the leak test and the leak test passed. The patient returned to the doctor a week later, with unknown symptoms, was reoperated, the staple line was checked and an anastomosis leak was discovered. The leak was repaired and the patient was discharged. No product will be returned.